Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, product delamination, also skin blistered under dressing. We were treating both pressure sores with honey as a primary and biatain as a secondary dressing which was managing the exudate well. His skin came off when I removed the dressing on his left foot and the centre of the dressing had stuck to his skin and had come away from the top layer . He must have blistered beneath the dressing. The blistered areas have now healed well and we have not applied an adhesive material to his legs since. Treatment was with a non-adherent wound contact layer and absorbent pad.